Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on their insulin pump and stated that insulin delivery stopped. Customer also stated that the insulin pump's cap is stripped. Customer's current blood glucose reading is 395 mg/dl. No further information reported.